Event description:
It was reported that the system displayed a precharge voltage error at boot up. This error will prevent the system from booting. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.